Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. There is one (1) additional case associated with this product; therefore a separate FDA form 3500a has been generated to address the other case.

Event description:
It is reported that it was not possible to deflate the balloon when removing the catheter.